Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there were other records for units manufactured on lot number 1482229: 683106: a1401 deflation problem. Device returned to device analysis. (B)(6): no complaint against the device. Device returned to device analysis. The search criteria for these queries are mentioned in qpp07-01-004-her1-g02 wording guidelines for complaint investigation closure and revision 6.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a050401 fluid/blood leak. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Patient reported "deflation". This record is for the "right" side. The device remains implanted.